Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump would not turn on. The pump usually drains batteries at a rapid pace, but this was the first instance of a blank display. A new battery was inserted into the pump but the display remained blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The mother confirmed that there was a crack on the pump case and on the battery compartment. She was unsure of how the damage occurred. The mother was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.